Manufacturer narrative:
Device evaluation of monitor sn 07094255 has been completed. A review of device download data confirmed that the monitor reset after delivering a pulse during distributor functionality testing. The root cause for the reset was isolated to noise originating from the defibrillator pca high-voltage capacitors and propagating on the main battery wire on the monitor computer/analog pca. No adverse event resulted from the defective monitor.

Event description:
During servicing of a monitor that was returned for investigation into a non-reportable patient death, a reportable malfunction was found. The monitor passed incoming functional testing, however review of the download data revealed that the monitor had reset after delivering a pulse during functionality testing.